Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on the lead. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient experienced ineffective therapy/ high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.